Event description:
The patient contacted animas on (B)(6) 2012 stating the keypad buttons were intermittently unresponsive and required multiple presses to elicit a response. The patient denied damage to the keypad and noted the symbols were worn. The patient reportedly wore the exterior to a garment and cleaned it with a dry rag. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
(B)(4): evaluation revealed that the keypad rubber was intact. Evaluation revealed that the keypad buttons responded appropriately. There was evidence of keypad contamination found under the key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.